Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident remains unknown.

Event description:
During a pulmonary vein isolation ablation procedure.

Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing refs: 9680001-2019-00052, 3005334138-2019-00174, 2182269-2019-00034. During a premature ventricular contraction ablation procedure, a pericardial tamponade occurred and the patient expired. Following geometry creation, ablation was performed in the left pulmonary veins (pv) and the patient became hypotensive. An ultrasound was performed, and ablation continued in the right pv spontaneous induction from an atrial tachycardia. The decision was made to ablate an anterior block line and the patient became hypotensive again and an ultrasound revealed a pericardial tamponade. A pericardiocentesis was performed, however, the blood pressure did not increase and cardiopulmonary resuscitation (CPR) was started. After one hour of CPR without any improvement, CPR was stopped, and the patient expired. There were no performance issues with any abbott devices. The patient expired due to electrical mechanical decoupling caused by pericardial tamponade during ablation of a left atrial flutter.